Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit. The fse examined the error logs and observed two events of fault code 45 on (B)(6) 2019, with no preceding fault codes. This was a second site visit with same failure. The first site visit replaced both datasets as a precaution. The fse could not duplicate the failure at the customer¿s site. The fse replaced the main board (as a precaution) which could cause an interruption and system failure. The fse performed all tests and calibrations, returned the unit to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was turning on and off by itself. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.